Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the air water tube, air water cylinder, and the adhesive on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the air/water tube, air/water cylinder, the adhesive on the objective lens, and the distal end had a gap. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of the material or root cause cannot be identified. There is possibility that the defoaming agent containing simethicone remained in the device. The gap at the distal end was also confirmed and it is possible it occurred if physical stress was applied to the device, such as by hitting or dropping the distal end of the scope. A definitive root cause of this event could not be determined. The event can be prevented by following the instructions for use (IFU): operation manual_ operation_ insertion_ air/water feeding and suction. Warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories): -precleaning the endoscope and accessories. -manually cleaning the endoscope and accessories. Warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.